Event description:
Nimbus mattress deflated but not alarming. Nimbus deflated but not alarming - pump swapped out. Investigation details - (B)(6) came on shift around 2pm. At approx 3:50pm, (B)(6) noticed that when she was turning the pt that he was sunk down in the mattress bottoming out around the torso. (B)(6) said that when she checked th pump unit, there was no indication of low pressure or any alarm. She also checked the tubeset at the side of the pump and thought she could hear air coming out and so continued to check that the button connection on the umbilical was engaged correctly. (B)(6) also decided to activate the static mode to see if the mattress would re-inflate. At approx 4:25pm, (B)(6) re-checked the mattress to see if it was any better but as it was still deflated she decided to phone in a call to arjohuntleigh. At 4:40pm, an arjohunhtleigh rental tech called to site and noticed the visual low pressure light was activated but not the audible alarm. He continued to replace the pump unit and waited for approx 50 minutes to see if it was ok. He also checked the tube-set but he couldn't find any leaking that (B)(6) had previously mentioned. Since replacing the pump unit there have been no reported faults and everything is continuing to work as normal. (B)(4).